Event description:
It was reported that during a carotid artery stenting (cas) procedure, a device breakage occurred. The 90% stenosed, denovo lesion was located in the severely calcified and tortuous left internal carotid artery. The lesion size was 12mm x 6mm. Vascular access was obtained through the right femoral artery. The lesion was pre-dilated with a sterling 3mm x 20mm balloon catheter to 70% stenosis. Upon attempting to insert the 10.0 x 24mm carotid wallstent monorail, significant resistance was encountered, and the stent could not be deployed as the sheath broke at approximately 30cm from the distal tip. The entire stent delivery system was removed as a unit without incident. The procedure was successfully completed with 9.00 x 30mm carotid wallstent monorail. No patient injuries or complications were reported. The patient's status was reported as "stable".